Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the battery does not work.

Manufacturer narrative:
Device used for treatment and not diagnosis. The battery was forwarded to our service department for investigation. We are now in the receipt of their findings. This returned battery is indeed defective and therefore can not charge anymore. We detected that inside of the battery the internal temperature switch is damaged; may have caused the problem. We are not able to determine the exact cause which has lead to this problem.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.